Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The patient has alleged headache no medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Pil observed an indiscriminate odor during therapy. Pil supplied known good humidifier and verified airflow and verified that the heater plate became warm and supplied known good battery pack and verified airflow, and that the device operates with a battery pack. Product investigation laboratory also observed the following from an external and internal inspection: dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it. Air inlet filter and air inlet filter area had gray dust-like contamination and tiny hairs/fibers. Battery access connector end cap had dust-like contamination and hairs/fibers in it. Humidifier access connector end cap had dust-like contamination and hairs/fibers in it. Pca (printed circuit assembly) vias were showing signs of corrosion near mt4. Pca battery pins had potential excess flux contamination on the bottom of the pca. Air inlet baffle had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination and small black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure. Dust-like contamination and a light brown piece of unknown contamination was in the bottom of the blower box, along with tiny hairs/fibers. Pil used a fitt (foam integrity test tool) to probe the sound abatement foam, that was reachable and was not able to confirm the presence of degraded sound abatement foam. Visually, the sound abatement foam looked intact. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. During the evaluation 0 errors were logged. Pil was not able to confirm the complaint or address the symptom specified. Pil was not able to get care orchestrator information from the device. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.